Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction was not confirmed. In speaking with the olympus technical assistance center (tac), the customer was guided to reseat both the maj-1941 and the maj-1933 cables between the cv-190 where it was discovered that the cable was plugged into the front of the cv-190 and the customer was hot swapping the scopes without powering down the device, which the tac representative informed could lead to errors or damaged equipment. The customer did not have any additional towers to test the device, but called tac back where it was stated that the b30 scope communication error continue despite reseating the light source cables and cleaning the scope sockets. Tac advised the customer that they could get a loaner clv unit to swap the devices and troubleshoot. The customer has not since returned the device. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had a b30 scope communication error and horizontal line in the image. The issue occurred during an unknown event. There were no reports of patient harm.